Event description:
This report summarizes 1 malfunction event, where it was reported there was inadequate patient restraint.  There was no patient involvement.

Manufacturer narrative:
The production records of the device were reviewed and it was determined the device met specifications at the time of production. The cause for the reported issue was unable to be established.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was inadequate patient restraint. There was no patient involvement.